Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable derailed at the distal idler pulley. The grip cable was seated on outermost pulley and the cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. An additional observation not reported was the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument had a loose cable despite proper handling. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.